Event description:
It was reported to philips that after receiving the device back from the philips repair bench, the access to manual defib mode was configured to be password protected., so the user was unable to charge in manual mode. There was no patient involvement.

Manufacturer narrative:
(B)(4).